Event description:
It was reported that the burr dislodged and stuck in the calcium. The target lesion was in the right coronary artery. A 1.75mm rotalink plus was selected for use. During procedure, it was noted that the burr dislodged and stuck in the calcium. Several different 'tips and tricks' were used to successfully retrieve the device. No patient complications were reported and the patient was doing fine.